Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016 because she was sick. She had a diabetic ketoacidosis. The infusion set had a bent cannula. Customer's blood glucose level was over 650 mg/dl. The hospital will not release her until she resumes insulin pump therapy. Her blood glucose level was treated with IV drip. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.